Event description:
Caller reported an occlusion alarm. There was no reported impact to the customer¿s blood glucose level. Caller declined additional questions, and the alarm number could not be verified in the pump history.